Event description:
It was reported that when the patient got home from the hospital the stimulation started going too fast. It was noted that the patient was unable to adjust stimulation. It was noted that the stimulation was uncomfortable in the patient¿s lower back. It was noted that the patient had the implantable neurostimulator (ins) implanted on the day of report. It was further noted that the patient had spray and bandages present over the ins site. It was noted that the patient decreased stimulation and that it felt better. It was further noted that the patient would keep stimulation at a comfortable level and will monitor stimulation and pain level.

Manufacturer narrative:
(B)(4), patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(4), product type lead, (B)(4).